Event description:
It was reported a revision surgery was performed due to two fractured screws and non-union of the femur. All hardware was removed during the revision.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. (B)(4).